Event description:
It was reported to st. Jude medical that stored eletrograms showed intermittent noise. The lead was scheduled to be explanted when the patient's device is changed out as the device was at eri.